Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a low battery alert and failed battery test alarm. The customer's mother also reported that the battery compartment was corroded. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that were changing batteries frequently due to the failed battery test alarm. The insulin pump will be returned for analysis.